Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. Analysis was unable to verify for unexpected restart alarm due to no up and down response. No frozen screen anomaly noted. The insulin pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and frozen display. The blood glucose at the time of the incident was 170 mg/dl. The display is frozen and there is no response from the buttons. The buttons began to respond after inserting a new battery. However after the new battery the pump alarmed unexpected restart. Troubleshooting advised the customer to monitor the pump. The customer requested a replacement pump. The device will be returned for analysis.